Manufacturer narrative:
Concomitant products : 6945 lead implanted (B)(6) 2001, 5592 lead implanted, (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device indicated recommended replacement time (rrt) and then about six weeks later, the battery voltage dropped rapidly and the device indicated end of service (eos) with a charge circuit warning due to long change time. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing a excess charge time as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed that the excessive charge time likely resulted from a spurious increase in battery resistance induced by lithium severing. This is a known failure mode for 35 joule batteries. If information is provided in the future, a supplemental report will be issued.